Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the more care clinical study.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).